Manufacturer narrative:
Section d.6 - delete 22049 in addition, the handpiece passed the filter test.

Event description:
During a cataract extraction procedure using this phacoemulsification handpiece, one piece of particulate was seen in the pt eye. The particulate was able to be irrigated during irrigation/aspiration. There was no patient problem.